Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately three weeks after device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.